Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a fall, patient was experiencing ineffective therapy and was unable to put their ipg into MRI mode. Further investigation showed that one of patient's lead had high impedance. As a result surgical intervention took place on (B)(6) 2023 where the lead was replaced to address the issue. It is unknown which lead had high impedance.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4) batch: a000093193.